Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after blood collection, when connected to the blood-gas device, blood leaked from the damaged part of the outer cylinder. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: no product sample was received. A picture was provided of a syringe with attached filter-pro device. Review of the photo showed what looked like shoulder damage near the base of the syringe. The lot acceptance for damages that affect function are based on visual inspection c=0 (critical) sampling. DHR information indicated that the established acceptance criteria were met. The machine maintenance logbook was checked for entries made on the date of manufacture that would pertain to these issues. None were found. Based on the results of this investigation the complaint was confirmed. Complaint information will continue to be monitored for any new information or adverse trends and future actions will be taken accordingly.